Manufacturer narrative:
Additional narrative: (B)(4). During subsequent follow-up, it was further reported that the surgery was successfully completed. The serial number was documented as unknown in the initial report. It has been updated as (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Lot number was unknown. Device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(4) that during an unspecified surgical procedure, it was observed that the tip of the cutter device broke while drilling a hole in a bone. According to the report, the cutter device was being used with the attachment device at the time of the event. It was reported that all fragments were retrieved and nothing remained in the patient's body. There were no delays to the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported that a spare device was available for use. It was further clarified that no fragments fell into the patient. The lot number was originally reported as a serial number in the supplemental report and has been updated accordingly to reflect the correction. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of manufacture was originally reported as unknown in the initial report has been updated to april 5, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the cutter was broken. Therefore, the reported condition was confirmed. It was further noted that cutters broke due to excessive lateral side to side force applied. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.